Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: were the packages properly sealed? Yes. Were there any deficiencies or holes note. D in the packages? Yes, it was observed a hole in the packaging. The actual device was returned for evaluation. It was possible to observe small tears in the package received, however it could not be determined if these were present before use or if they were caused during opening of the envelope.

Event description:
It was reported that a patient underwent an oncological procedure on (B)(6) 2016 and suture was used. During the procedure, a hole was observed in the suture packaging. There were no reported patient consequences.